Manufacturer narrative:
Baxter medical assessment: since the description of the event/events is vague and does not refer to facts that allow a thorough medical assessment, one can only speculate that: surgeon observed a potential increase of his surgical infection rates. Also leakage of coseal through the surgical wound is mentioned. In a well closed surgical wound a viscous product like coseal is unlikely to leak. Given the swell profile of coseal (4x its volume in first 24 hours) and the volumes used (4 and 8ml kits) this may have contributed to the leaks and a potential wound dehiscence. A contribution of coseal to the adverse event is possible. As the surgeon would not provide additional details regarding this case and has stopped using the product in this manner, no further actions are required.

Event description:
Coseal was applied to suture line and seven hours later, pts were receiving infections from the product. Additional info received on 11-sep-2008 from baxter sales rep: sales rep reported her conversation with one of her customers, a vascular surgeon, and the following info was provided. The surgeon complained that he was no longer going to use coseal because he noted that his post operative infection rate was higher since he started using it, and that he had observed coseal leaking out of the skin incision in pts following either av fistula or carotid endarterectomy procedures. The sales rep clarified with the surgeon that the volumes they stocked in his or (4ml and 8ml kits) were larger than he needed for these procedures. The sales rep had previously detailed this surgeon on the use of the spray applicator to obtain a thin, even layer of coseal. He tried it once and didn't like it. He has insisted on using the applicator tip ever since. The surgeon stated he did not want this reported and would not provide any specific pt details for the purposes of reporting. The surgeon has reverted to using floseal instead of coseal.